Event description:
Emergency room personnel were attending to a pt, in cardiac arrest. The pt was defibrillated and converted to bradycardia. External pacing was started and allegedly twice, after gaining capture, the pacer stopped and the current dropped to 0ma. No alarms were noted. External pacing was not re-initiated. The pt was not resuscitated. The operator stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.